Event description:
Date notified: (B)(6) 2010. A model 324 aspirator (s/n (B)(4)) failed to provide required vacuum and flow. An inspection of the device revealed a vacuum pump. The vacuum pump was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.